Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 12-sep-2013, UDI#: (B)(4); product ID: 8709, serial/lot #: (B)(4), ubd: 31-dec-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal hydromorphone 30 mg/ml at an unknown dose and unknown baclofen 150 mcg/ml at an unknown dose via an implanted pump for spinal pain, non-malignant pain, and failed back surgery syndrome. It was reported a motor stall was seen at initial interrogation and it was unknown if the patient recently had a MRI. The pump was replaced on the date of this report and it was further noted the patient thought the motor stall occurred in (B)(6) 2018. However, per the event logs (oldest log date (B)(6) 2018) there was no log of a motor stall, but the stall recovery occurred (B)(6) 2018 and then (B)(6) 2018 another stall occurred with no recovery to date. The pump would be sent back when possible. It was also reported at the pump replacement on the date of this report, the doctor aspirated a small amount from the catheter and no real dripping came from the catheter when it was disconnected from the affected pump. The catheter could not be fully aspirated on (B)(6) 2019. The doctor reprogrammed the pump to minimum rate mode with saline in the new pump. The rep was inquiring how long it would take for the drug in the catheter to clear. Patient symptoms were not reported. No further com plications were reported/anticipated or expected.